Manufacturer narrative:
Other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had programmer poor communication when using the antenna. The patient placed the patient programmer directly over the ins and the reported poor communication was resolved. The patient noted a loss of therapy, they were using the bathroom more on (B)(6) and had poor communication with the antenna attached on (B)(6). It was noted the patient had no telemetry with the antenna. There were no further complications that have been reported as a result of this event. On (B)(6) 2018: no additional information. On (B)(6) 2018: additional information was received. Consumer reported the loss of therapy was sudden. It was reported that the cause was determined and the patient needed a new 'monitor' and "a new one was replaced." It was understood that the patient was referring to the patient programmer. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer again reported the loss of therapy was sudden. It was reported that the cause of the loss of therapy was determined to be the defective "monitor" that was replaced. It was understood that the patient was referring to the patient programmer which was replaced. No further complications reported/anticipated.